Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the clip was difficult to deploy. It was reported that this was a mitraclip procedure performed to treat mixed mitral regurgitation (mr) with an mr grade of 4. The transseptal puncture height/thin part of the septum was obtained at 3.8mm. The mitraclip delivery system (cds) was advanced, the a-knob was used to gain height. Grasping was performed in a2/p2 however, during deployment after rotating the actuator knob eight times the clip would not release. Various maneuvers were performed/ retracted the stabilizer and under-straddle to have more distance to retract, and finally changed the angle of the steerable guide catheter and the clip released. It took forty minutes for the clip to release. The clip remains implanted, mr was reduced to 1. There were no adverse patient effects and no clinically significant delay in the procedure. The patient is stable. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported difficulty to deploy the clip in this incident could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.